Event description:
Reporter stated the expert system was unavailable for use on (B)(6) 2014 at 8:00 p.m. Due to an e57 error message. On (B)(6) 2014 at 7:00 a.m., the customer felt disoriented, could not speak, felt cold, and was in pain. Her boyfriend transported her to the hospital, and her blood glucose was 3.1 mmol/l when she arrived. She was treated with an IV glucose drip and remained unresponsive for a few hours. Her blood glucose was 18.0 mmol/l at 3:00 p.m. On (B)(6) 2014 and 12.0 mmol/l at 7:00 a.m. On (B)(6) 2014, and she was discharged from the hospital later that day. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).